Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting in pacing inhibitin and loss of ventricular capture. The device was programmed at nominal sensitivity. The ventricular blank after a pace was increased in an attempt to mitigate the oversensing. Technical services dicussed methods to identify the cause of the oversensing, including isometrics, valsalva, and pocket manipulation.